Event description:
The facility representative reported a colleague infusion pump with a missing lines on main display. It is unknown when the event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. (The user interface module software version is 6.13.90).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of missing lines on the main display was confirmed and reproduced during product evaluation. The root cause was a faulty main display. The main display was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up medwatch will be submitted.